Event description:
45 blue 6r45b staple fired and staples were stuck partly in tissue and partly in load. Staples weren't fired all the way thru. 45 long gia ets-flex 45 mm-after 5 fires blade was dull. When used on 6th fire, did not make a clean cut, and was discarded, new one opened.